Event description:
I am a substitute teacher and required to wear a mask while teaching. Each day after teaching I have terrible headaches. It only happens on days that I have to wear a mask for longer than an hour; (B)(6). FDA safety report ID # (B)(4).